Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead triggered the alert for high/undefined svc impedance.

Manufacturer narrative:
Continuation of medical devices: 693565 lead implanted: (B)(6) 2017; dtbb1d1 crt-d implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for a high and undefined superior vena cava (svc) defibrillation imepdance. An svc coil fracture was suspected. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.